Event description:
Bd maxzero microbore extension set (ref: (B)(4) connected to bd alaris pump infusion set (ref: 24200007) connection point between infusion set and extension set were connected but leaked. Patient was undergoing procedure required anticoagulation medications unclear if medications were fully infused due to leak. Lab values align with insufficient medication. Patient clotted and coded. Extensive efforts were utilized but care was ultimately withdrawn and patient passed. Refer to add'l documents in i2k. Pt code: 1762. Device code: 1250. Ref report: mw5182215.